Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add¿l reportable info becomes available. (B)(4).

Event description:
A customer reported the infusion line dislodged from the cannula in which it is inserted during a vitrectomy procedure. The infusion line was reinserted, and the case was able to be completed without harm to the pt.